Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is not currently available. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the complaint device was received and evaluated. The thumb screw, or bolt, of the guide is broken at the start of the threads, confirming this complaint. This malfunction can occur when the thumb screw is greatly over tightened or has seen heavy field use. The guide is scratched in many places, showing signs of numerous uses; therefor, the root cause of this complaint is most likely heavy use. A batch review was not conducted as the batch number is unknown. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that the rigidfix fem gdefr s/t *ea device broke during acl reconstruction procedure. According to the reporter, after reaming into the femur and tibia, a 9mm aiming guide was screwed into rigidfix u-shaped guide. While tightening the bolt on the u-shaped guide to the 9mm aiming guide, the bold broke off leaving a piece of the bolt inside the u-shaped guide causing the 9mm aiming guide to be stuck inside the u-shaped guide. No adverse effects occurred nor any extended procedure time. Secured the aiming guide to the opposite side of the u-shaped guide with another bolt. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.